Event description:
It was reported that the device presented a scratch. It was detected during procedure. No patient injury. No backup device.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was scratched. A visual inspection was performed and showed the scope to have bent outertube, cracked weld with deep distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.